Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 40-50 mg/dl. Customer reported "barely, customer was unable to move but was able to hear emergency response and son interact". Reportedly, customer required 3rd party assistance from emergency medical services (ems). Ems gave customer juice and honey to address low bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.